Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. Confirmed customer complaint of "dso seal delaminated" through visual inspection. Replaced dso (downstream occlusion) seal. Performed dso/uso (upstream occlusion) calibration. Validated repair through dso/uso sensor test. Upon further investigation, found clock battery defective. Replaced pwa (printed wireless assembly) board. Performed dso/uso calibration. Validated repair through dso/uso sensor test, unit pass all testing criteria. Software updated. Unit reset to standard configuration. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a ripped downstream occlusion (dso) seal. There was no patient involvement.